Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm 41541-2003. No adverse effects were reported.

Manufacturer narrative:
Additional information received via email and attached 29-oct-2021: no patient injury. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Error code 41541 and red screen appeared at startup. The latch lock flex cable was inoperable and it was replaced for the issue. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.